Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was dry blood in the gastrovideoscope's suction area that could not be removed after multiple soaking and cleaning. It is unknown when the event was found; there is not report of patient/user harm.

Manufacturer narrative:
B5: no additional information received from customer. D9: additional information. G1: correction. H2: additional information, device evaluation, correction. H3: additional information. H6: additional information. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause for the reported event could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.